Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, around 1am, the patient stood up to go to the bathroom and felt lightheaded and dehydrated. She pushed her emergency button but no one in her house heard it. She tried to get to the bathroom but passed out and fell. Prior to this, the patient¿s cgm was reading 329 mg/dl. No bg meter comparison value was reported. The patient was wearing a tandem insulin pump. The patient¿s son and daughter-in-law arrived to help get her up with her walker but she felt lightheaded again and passed out a second time. She was also shaking. The patient regained consciousness on her own each time after a ¿few minutes¿ the patient¿s son called 911. Ems arrived and took the patient to the ER. At the ER, the patient¿s bg meter reading was 279 mg/dl while the cgm was reading 179 mg/dl. The patient was treated with IV fentanyl for pain; however, the patient did not receive any medication or treatment related to her bg level. The patient was discharged two days later. The patient was still in pain at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.